Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient contact reported to technical support that the patient¿s liberty select was alarming and that the cycler was not draining the patient completely and that the cycler was noisy during drain and fill phases. Treatment data was provided and assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain (4) where 4885ml drained. This drain is 195% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. 180% of fill volume 2499ml is 4498ml. Therefore, a reportable malfunction has occurred. The patient was advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient did not experience any complications as a result of the alleged event. The patient did not miss any treatments. The cycler was replaced.

Manufacturer narrative:
Plant investigation: the reported complaint symptom (dv > 200% of fv) was not confirmed. The reported complaint symptom scale reading error warning was not confirmed. The reported complaint symptom noisy are blocked was not confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The sound emitted by the cycler during the test was normal. The accelerated stress test passed. The sound emitted by the cycler during the test was normal. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. The voltage check passed. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.